Event description:
Spontaneous call from pt, reporting cadd ms3 pump sn (B)(4) alarmed well before it was time to switch out the cartridge and also error message on screen stated "alert". Pt states cartridge should have lasted till about 1 pm, but started alarming about 7 am at which point pt switched pumps and used a new cartridge and continued the infusion. No adverse effect reported. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.